Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #:(B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was sticking out of the incision site and was visible. It was also reported that the patient was admitted in the hospital and the ipg pocket incision site was open and there was drainage. The patient was prescribed oral antibiotics. The physician did not confirmed that there was an infection but confirmed that the opening of the site was not device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected.